Event description:
It was reported that one day after the implant of a new implantable pulse generator (ipg) and leads, the right ventricular (rv) lead had no capture at maximum output. It was later noted that the patient had complete exit block. The physician questioned whether there was an issue with the ipg as well, so the rv lead and ipg were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented, electrical resistance and cross continuity test results were within specifications. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pulse generator 2013-(B)(6), 5076-52 implantable pacing lead 2013-(B)(6), (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.